Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
According to sorin crm USA, inc., this lead was explanted and replaced due to migration. Should additional information be received, this file will be updated.